Manufacturer narrative:
The subject scope was returned to the service center for evaluation of the reported "the scope's distal end was observed to be damaged with a wire protruding out" a visual inspection was performed on the scope and found a portion of the distal bending section skeleton protruding out from the proximal end of the distal bending section cover. The bending section damage is approximately 70mm from the distal end side. The scope was observed leaking on the bending section cover during the leak test. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal of the bending section cover, it was confirmed that the bending section skeleton is fully separated producing sharp edges near the insertion tube side. The condition of the bending section support pins was inspected and found, eight out of twelve pins were receding into the channel and lifting. Additionally, the insertion tube has a large kink near the boot; causing channel restriction when attempting to pass the brush and forceps. The scope also failed the leak test from inside the distal end side of the instrument channel. A review of the service history indicates the scope was purchased on may 12, 2018 with no repair records. Based on the evaluation results, the likely cause of the bending section skeleton breaking is due to excessive force and/or stress. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was informed by the user facility that during reprocessing, the scope's distal end was observed to be damaged with a wire protruding out (sharp). There was no serious injury or death reported.